Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user and caregiver reported that the user received alert 38 (motor stall) during a supply change. After switching to new supplies, the alert cleared, and insulin delivery resumed normally. Blood glucose was not impacted. No symptoms, external assistance, or medical intervention occurred.